Manufacturer narrative:
Continuation of d10: product ID 37642, serial# unknown, product type programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37642, serial/lot #: unknown. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer beeps but nothing comes up on the screen. They stated that juice did get spilled on the programmer and that may be the reason. A friend went to check on the patient and replaced the programmer batteries but the programmer screen does not come on. The friend said it seems like the patient's implant is not on because the patient is not mobile. They have been texting a manufacturer representative (rep) since yesterday to try to get help to turn ins on. Additional information was received from the consumer reporting that they were unable to turn the therapy back on because the patient programmer was not powering on and beeped 3 times. They added that a manufacturer representative (rep) came to the hospital and gave the patient a patient programmer and turned therapy back on. They were told the patient programmer could be replaced, but they still did not have the serial number of the patient programmer.